Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena were reproduced. It was found that an ¿image was not displayed¿ because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it was determined that the cable was disconnected as the cable sheath was stretched and twisted. Additionally, it was noted that ¿e311 error¿ occurs when white balance cannot be adjusted (instructions cv-190 chapter 9 troubleshooting 9.2 troubleshooting guide). Thus, it was determined that e311 error occurred because the screen turned pitch-black due to faulty cable, resulting in not being able to adjust white balance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." The device can be repaired by exchange of the cable unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported the camera head had image failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: a cable break and scope communication error message e311 displayed on the monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video cable broken and scope communication error message e311 with no image. In addition to the reportable malfunction, there was significant stretching and twisting of the cable sheath. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.